Manufacturer narrative:
An investigation concluded that no abnormalities were seen for these runs which would indicate an erroneous result was generated. The positive runs show true amplification with robust pcr curves, with the exception of run # 6174 (sample #2), which still shows a real amplification, but with a later CT value typically considered to be near the test's limit of detection (lod). For sample 1, the discrepancy between the liat results may be due to sample handling as no issues were identified with either run that may indicate erroneous results. The discrepancy between the liat and the genemark eplex may be due to the differences in sensitives as well as detection technologies. Updated relevant tests/laboratory data and event to reflect the total of 3 discrepant results alleged. Updated date of event. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for 3 samples while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system forfive samples. The alleged samples initially generated a positive result for sars-cov-2 (negative for flu a and flu b). Two of these same samples were retested on a competitor platform (genmark eplex) and a different liat analyzer which yielded a negative result for all targets. One of these same sample was only retested on a competitor platform (genmark eplex) which yielded a negative result for all targets. The initial positive results were released to the patients. No harm alleged. Three mdrs will be filed, per FDA eua guidance.